Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had a fall which in turn caused the ipg to migrate from its original implant location and cause the patient pain. Steroids were prescribed which did not resolve the issue. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and pocket site revised. Effective therapy was restored.